Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least five (5) unknown intermates were unable to add the medication into the fill port when it has been prefilled with the diluent. The issue was observed while trying to push the medication with a syringe in the fill port; however, a blockage was preventing the medication from pushing inside the device. The devices were replaced to resolve the issue. There was no patient involvement. No additional information is available.